Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported cardiac arrest could not be determined. The reported patient effect of cardiac arrest as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of cardiac arrest and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the patient went into cardiac arrest requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the anatomy when the patient went into cardiac arrest. An impella balloon pump was placed and the procedure continued. Two clips were able to be placed, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.